Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range pacing impedance measurements and high threshold measurements. At implant, the physician noted in the operation notes that the area between the clavicle and first rib was tight. Due to the patient's improved cardiac function the physician is considering removing the system and not replacing. As of today this lead remains implanted and in service. No adverse patient effects were reported.